Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported at a patient follow-up two weeks after implant that there was concern with the estimated longevity shown for the patient's implantable pulse generator (ipg). The pacing amplitudes were reduced and the patient will be seen in another week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.